Manufacturer narrative:
The forceps cev405 was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis - the evaluation verified the complaint as valid. The traction wire is broken, it is bent. The jaws are unstuck and turned. No other defect was found. Root cause - the jaws turned, bent the wire that's broke near the jaws. This is due to an improper sticking of the jaws during the finishing operations.

Event description:
A facility reported that the one jaw of the forceps cev405 was broken. The device was in contact with a patient. And it is unknown if there was patient injury or if the event lead to an increase of surgery time.